Manufacturer narrative:
Based on the information available, no conclusions can be made. The information obtained is limited to the article. No patient/case specific details were provided. The postoperative complication of pain is known inherent risk of surgery and is identified in the adverse reaction section of the instructions-for-use, included with the product as possible complications. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event (01-dec-2017) is provided as an estimate based. This MDR represents the capsure device used in the study. An additional MDR was submitted to represent the ventralight st mesh used in the study. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per journal article: "less postoperative pain and shorter length of stay after robot assisted retrorectus hernia repair (rretrorectus) compared with laparoscopic intraperitoneal onlay mesh repair (ipom) for small or medium sized ventral hernias." This article is a retrospective single center cohort study of 59 patients who underwent ipom - intraperitoneal onlay mesh procedure (32 patients) in the period of 01-dec-2017 to 01-dec-2018 and rretrorectus procedure (27 patients) in the period of 01-mar-2021 to 01-jun-2021. In rretrorectus procedure, different types of non-bard meshes were implanted whereas in ipom procedure the ventralight st mesh was implanted in 4 patients and other types of non-bard meshes. The meshes were fixated with non-absorbable tacks (capsure fixation device). The postoperative complications reported were seroma (3), surgical site infection (1), hematoma (1), none of them required surgical re-intervention, as the infection was managed by stitch removal in the outpatient clinic and oral antibiotics. There was less postoperative need for epidural and tap block after rretrorectus compared with ipom. It is most likely the use of tacks or transfascial sutures for mesh fixation during ipom may induce severe postoperative pain. No patient/case specific details were provided. It was concluded that rretrorectus was associated with reduced postoperative analgesic requirement and shorter length of stay compared with laparoscopic ipom procedure. Note, this report represents the capsure device used in the study.

Manufacturer narrative:
Based on the information available, no conclusions can be made. The information obtained is limited to the article. No patient/case specific details were provided. The postoperative complication of pain is known inherent risk of surgery and is identified in the adverse reaction section of the instructions-for-use, included with the product as possible complications. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event (01-dec-2017) is provided as an estimate based. H11: this supplemental MDR is submitted to correct the PMA/510(k) #. This supplemental MDR represents the capsure device used in the study. An additional MDR was submitted to represent the ventralight st mesh used in the study. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per journal article: "less postoperative pain and shorter length of stay after robot assisted retrorectus hernia repair (rretrorectus) compared with laparoscopic intraperitoneal onlay mesh repair (ipom) for small or medium sized ventral hernias." This article is a retrospective single center cohort study of 59 patients who underwent ipom - intraperitoneal onlay mesh procedure (32 patients) in the period of 01-dec-2017 to 01-dec-2018 and rretrorectus procedure (27 patients) in the period of 01-mar-2021 to 01-jun-2021. In rretrorectus procedure, different types of non-bard meshes were implanted whereas in ipom procedure the ventralight st mesh was implanted in 4 patients and other types of non-bard meshes. The meshes were fixated with non-absorbable tacks (capsure fixation device). The postoperative complications reported were seroma (3), surgical site infection (1), hematoma (1), none of them required surgical re-intervention, as the infection was managed by stitch removal in the outpatient clinic and oral antibiotics. There was less postoperative need for epidural and tap block after rretrorectus compared with ipom. It is most likely the use of tacks or transfascial sutures for mesh fixation during ipom may induce severe postoperative pain. No patient/case specific details were provided. It was concluded that rretrorectus was associated with reduced postoperative analgesic requirement and shorter length of stay compared with laparoscopic ipom procedure. Note, this report represents the capsure device used in the study.